Event description:
It was reported that the patient implanted with this cardiac resynchronization therapy defibrillator (crt-d) expired two days post implant due to cardiogenic shock and ventricular tachycardia. There were no allegations against device functionality.